Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that two (2) of the images provided showed a device separation in the anatomy (likely the reported component) and a damaged guide wire, therefore the images do confirm the reported failure. Additionally it is presumed that the physician would have considered that, based on the failure of the 2 prior guide wires to navigate the lesion, that this lesion would be extremely challenging, and that a 3rd guide wire potentially would not be able to cross the lesion as well. It should be noted that hi-torque proceed ce instructions for use, states: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Use the most suitable guide wire for the lesion being treated. Do not push, auger, withdraw, or torque a guide wire that meets resistance. Do not torque a guide wire if the tip becomes entrapped within the vasculature. Based on the cine review and reported information, the investigation determined the reported failure to advance, difficulty to remove and tip separation and foreign body in the patient appear to be related to user error. The ht proceed guide wire was used with a non-abbott support catheter but again this could not cross the lesion and the proceed guide wire became caught in the calcium in the popliteal artery likely due to torquing and pushed during advancement, and the difficulty to remove during retraction. Manipulation or pulling hard against resistance during retraction ultimately resulted in the reported tip separation in the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat the heavily calcified popliteal artery. The vessel was accessed via the right common femoral artery. Endarterectomy was performed to remove as much plaque material as possible. A 6fr introducer and a 4fr catheter were used and computerized tomography (CT) scan was performed to see the distal arteries. Vascular recanalization was performed and then two non-abbott guide wires were attempted but could not cross the lesion. Then the ht proceed guide wire was used with a non-abbott support catheter but again this could not cross the lesion and the proceed guide wire became caught in the calcium in the popliteal artery. When trying to remove the proceed guide wire, there was difficulty and then it was pulled hard. This caused the guide wire to separate into two pieces and the distal end remains in the patient. No attempt was made to retrieve the separated portion as it was stuck in the atheromatous plaque. No additional information was provided.